Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was attempting to have the impella 5.5 support due to the patient coding and return of spontaneous circulation was achieved. Upon attempted delivery, a lot of resistance was met at the take off of the subclavian aorta. A buddy wire was inserted to assist and this was unsuccessful. The 5.5 was removed and the impella cp was placed and it passed into the left ventricle.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition since the size of the vessels were small.